Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited noise and the ra lead exhibited oversensing. Both pacing leads remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited noise and the ra lead exhibited oversensing. Both pacing leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.